Event description:
In 2008, physician indicated that the valve does not appear to be functioning properly. Shunt scan performed because patient's symptoms not improving with any significance. Shunt scan demonstrated shunt malfunction secondary to kinked peritoneal catheter. At about 2 months later, nph with complete resolution of b/l subdural hematomas and subsequent ligation of shunt now needing revision to render functional.

Manufacturer narrative:
The reported event was identified during the course of a retrospective clinical study (conducted under irb) involving a review of patient case records and data analysis. The product was unavailable for return. Therefore, an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All of our valves are 100% tested at the time of manufacture.